Event description:
Return device analysis revealed the stent implant was returned separated. Only a portion of the separated stent implant was returned. Subsequent information received states the stent was noted to have separated and all of the stent was removed from the anatomy inside the guide catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for evaluation. Failure to cross and difficult to remove the device, and device causing damage to another device could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement and stent separation were confirmed. Based on a visual analysis, inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Evaluation summary: it should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the right coronary artery (rca) a jr3.5 6 fr guide catheter was positioned over the non-abbott guide wire and balloon dilatation was completed several times using a 1.5 x 20 mm and 2.0 x 20 mm balloon catheter (bdc). The 3.0 x 18 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. A 2.75 x 18 mm non-abbott stent was advanced but could not cross the lesion and was deployed at the rca ostium above the lesion. A second xience v sds was introduced but the lesion still could not be crossed even after additional dilatation. It was noted that during withdrawal the xience v stent caught on the deployed stent and became dislodged from the balloon. The two stents were removed from the anatomy in the guide catheter. After balloon dilatation of the vessel the patient was transferred to the cardiac card unit (ccu) and the procedure was abandoned. There was no reported adverse patient effect. No addition information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Distal to stent concomitant products: guide wire: pt2 ms, runthrough; guide cath: jr 3.5 6 fr; stent: 2.75x18 promus element. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.